Event description:
It was reported the patient's blood glucose level rose above 500 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula was leaking and found to be dislodged from the infusion site (arm) and the cannula was bent. As treatment, , a manual injection of insulin (4u) was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed. Upon initial inspection, the soft cannula was observed to be bent and the formed needle was seen in the exposed portion of the soft cannula. It cannot be determined if the bend in the soft cannula resulted in the pod failing to deliver insulin. The download data showed no alarm, timeouts or drive stalls that would indicate the device failing to deliver insulin. Upon testing the fluid path, the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. Investigation of the device found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Upon removal of the top housing, the exposed formed needle fully retracted. The underside of the top housing was inspected and deep score marks were found, indicating that the linkage assembly was misaligned, which is why the formed needle did not completely retract after deployment. It cannot be determined if the exposed formed needle contributed to any of the reported events. No other damages or deficiencies were observed during the investigation.